Event description:
It was reported that during routine iabp startup checks the cs100 intra aortic balloon pump (iabp) reported low negative pressure when initiating balloon counterpulsation, rendering the device unusable. There was no patient involvement and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) replaced the kit 5000 hr prevent maint (040-00-0147) and the drive manifold assembly (0104-00-0031). The device passed all factory-specified performance and safety tests. The device has been delivered to the customer and is ready for clinical use. Full event site name: (B)(6) hospital. Full event site address: (B)(6).

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: d3.

Event description:
N/a.